Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that the user was unable to login into station by using bio ID. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the unable to login the station using the biometric identifier. A technical support specialist (tss) dialed into the station and checked the logs for user. The logs showed the account was locked due to authentication errors. Tss informed customer to contact hospital information technology for unlocking the account and attempted to reach user via email and calls but received no response and proceeded with case closure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that the user was unable to login into station by using bio ID. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.